Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic via device vibratory alert. Upon interrogation, the right ventricular lead exhibited loss of capture and high impedance. The patient was fitted for life vest and lead high voltage therapy was disabled. On (B)(6) 2018, the lead was capped and replaced. The patient was stable.